Manufacturer narrative:
Implant region 12 fractured (no information about the construction available). Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.